Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a downstream occlusion (dso) seal that was significantly bulging and hard due to deterioration. Additionally, it was found that the expulsor had dirt and deposits. The pump through delivery accuracy testing it was confirmed that the flow rate accuracy was within the specifications. The cause of the customer reported problem was the expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative wiped the expulsor clean for the reported issue, replaced the dso seal, and adjusted the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the flow was unstable during the flow test. This occurred during priming, and there was no patient involvement.